Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 500 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer had the issue with the serter and then blood glucose level was increased and issue was not resolved. The customer declined troubleshooting for high blood glucose level because insulin pump was not being connected to her body, the cannula was bent and the insulin was not being delivered by the insulin pump. The insulin pump will not be returned for analysis.